Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the enodvascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. It was reported that stent graft migration was detected on an unk date. The pt was reported to have renal failure and requires kidney dialysis. No additional sequelae were reported and the pt's status is unk.